Manufacturer narrative:
(B)(4). H6: proposed component code - mechanical (g04)- head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. It was indicated that the patient is non-compliant. However, with the provided information it cannot be confirmed if this caused the dislocation. Therefore, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the pmi group that a patient underwent a left hemi-shoulder arthroplasty on an unknown date. Subsequently, the patient was revised approximately nine (9) months ago to receive a pmi device due to chronic dislocation. It was also noted the patient has a history of non-compliance. Attempts have been made and no further information has been provided.